Event description:
An unk aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unk. It was reported that 6 years, 1 month post stent graft implant the stent graft slipped into the aneurysm sac. It was reported that a type I endoleak develop resulting in an aneurysm enlargement. The physician elected to remove the stent graft from the pt. The stent graft has been returned to medtronic and the analysis is pending. The pt is fine.